Event description:
It was reported that a malfunction occurred with the customer's insulin pump, displaying malfunction code malf 12, which the customer had encountered at least three times. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer contacted technical support for the first time regarding these incidents, and it was decided to replace the pump. The customer was instructed to use manual daily injections (mdi) as a backup therapy, put the pump into storage mode, and return it using a pre-paid label within 10 days. The shipping address was confirmed, and a replacement pump was provided.